Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer alleging possible pump under delivery and they experienced high blood glucose. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose of the patient is 364 mg/dl and current blood glucose is 136 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0853 inches. Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).